Manufacturer narrative:
This report is submitted on march 22, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient opened the battery compartment of the processor and swallowed the battery before a carer intervened. Subsequently, the patient was taken to hospital. Additional information was requested regarding treatment of the patient; however, was not made available. It was reported that the patient was doing well since the reported incident. The clinic reported that the patient's family were not utilizing a tamper resistant battery door during the time of the incident.